Event description:
Hold at 2.25 it was reported that the patient with this artificial urinary sphincter (aus) experienced performance issues with the device. The physician reportedly confirmed the device was no longer functional. A replacement surgery was scheduled; however, the physician later stated that they will not be able to perform the surgery and recommended the patient find another surgeon. No additional information was reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced performance issues with the device. The physician confirmed the device was no longer functional. A replacement surgery was scheduled; however, the physician later stated they could not perform the surgery and recommended another surgeon. The patient subsequently experienced urinary incontinence, which led to an aus replacement surgery. There were no additional patient complications reported.